Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received no delivery alarm. The customer's blood glucose was 400 mg/dl at the time of incident. The customer reported that the no delivery alarm was resolved by a complete set change. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated two open/used reservoirs, inspected reservoirs, snap-cap, and septum for anomalies, none were found. Ran occlusion test reservoir filled with diluent, and connected to a new infusion set. Installed reservoirs and connector into a pump and performed manual prime, saw fluid flow through infusion set and out catheter tip. Conclusion: reservoirs not occluded.